Event description:
It was reported occlusion alarms occurred. Customer changed the pump supplies to address the issue. There was no adverse impact to the customer¿s blood glucose level. Reportedly, the customer would reach out to their health care provider to obtain backup insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.